Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the complainant reported that the pump experienced upstream occlusion alarms which prevented priming of blood set. The spike was fully inserted into the normal saline (ns) bag. No kinks were observed and the roller clamp was fully open. The bag was then hung on pole with pump. No kinks were noted and the filter was not squeezed. However, the set was not able to be primed. A second pump was used, but the issue recurred.